Event description:
Philips received a complaint on the heartstart xl indicating that the device failed to power on. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the device was back to functional use after replacing the power supply. Based on the information available and the testing conducted, the cause of the reported problem was power failure. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.